Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, occlusion, perforation and tilting. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc), tilting of the filter, pulmonary embolism (pe) post implant, blood clots, clotting, occlusion of the ivc, causing swelling of the legs and a high level of pain, varicose veins and insufficient peripheral circulation, in addition to fractured filter struts retained within the inferior vena cava due to risks of removal. The patient also reported experiencing anxiety, being diagnosed by a psychiatrist with non-combat post-traumatic stress disorder (ptsd) related to the filter and being unable to work. According to the operative report the indication for the filter implant was deep vein thrombosis (dvt) post neck surgery and as such was not a candidate for anticoagulation. The filter was placed via the right common femoral vein and deployed at the level lower than the l1-l2 area. This location was determined after an inferior vena cavogram was performed documenting a rather large inferior vena cava, especially at the level of l1-l2. There was no obstructing thrombus in the area, and the filter was deployed without complication in the inferior vena cava above the iliac veins and below the renal veins. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and or pain of the affected extremity. Post-traumatic stress disorder does not represent a device malfunction and may be related to underlying patient specific issues. These events do not represent a device malfunction and may be related to underlying patient specific issues. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, occlusion, perforation and tilting. Per the operative report, prior to the index procedure, the patient developed swelling of the left lower extremity status post neck surgery and was diagnosed with left lower extremity deep vein thrombosis (dvt). Placement of the vena cava filter was indicated as the patient was not considered a candidate for anticoagulation therapy due to the recent surgery. The patient was prepped and draped, and local anesthesia was delivered over the right common femoral vein. A needle was inserted through the skin and a guidewire was advanced under fluoroscopy to the inferior vena cava. An inferior vena cavogram was performed documenting a rather large inferior vena cava, especially at the level of l1-l2; therefore, it was decided to place the optease filter lower than the l1-l2 area. There was no obstructing thrombus at this area, and the filter was deployed without complication in the inferior vena cava above the iliac veins and below the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), tilting of the filter, pulmonary embolism (pe) post filter implant, blood clots, clotting, occlusion of the ivc, causing swelling of the legs and a high level of pain, varicose veins and insufficient peripheral circulation, in addition to fractured filter struts retained within the inferior vena cava due to risks of removal. The patient further experienced anxiety and was diagnosed by a psychiatrist with non-combat post-traumatic stress disorder (ptsd) related to the filter and reports being unable to work.